Manufacturer narrative:
The insulin pump seated at the beginning of displacement test without reservoir due to moisture damage on force sensor resistor. Analysis unable to confirm excessive no delivery alarm due to seating anomaly. The insulin pump passed self test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted during testing.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 398 mg/dl at the time of incident. The customer reported that the no delivery alarm was resolved by a complete set change including the reservoir. Troubleshooting was done as well. The customer stated that the insulin did exit during prime. The customer stated that they still believe that the insulin pump was not working. The customer stated that they tried different infusion sets or cannula lengths. The customer stated that the insulin was not expired or denatured. The customer stated that the sites were rotated. The customer stated that the tubing was not bent or kinked. The customer stated that they tried all remedies. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.